Event description:
It was reported that during a colon procedure, the device cut but did not staple. Unknown intervention or how case was completed. Unknown if there was any adverse consequence to the patient. Unknown where the device is located.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. H3. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device was misplaced.